Manufacturer narrative:
Resubmission of initial report. The original submission was erroneously marked as a follow up 1 it should have been marked as an initial.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to infection. This event occurred outside the us, in france, and was discovered as part of active surveillance.